Event description:
End user reports open irritated rash to peristomal skin under the mass which began about 1 week ago. There is occasional bleeding noted to the left lower quadrant. The stoma is located close to the umbilicus. The dip in the skin is the location of where she experiences leakage. Her wear time is every 2 to 3 days and this has not changed.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. End-user cleans her skin with baby wipes; applies allkare protective barrier wipes; stomahesive powder and then the appliance. End-user was instructed on skin care and crusting using stomahesive powder first and then the protective barrier wipes. End-user was also instructed on how to cut the wafer off center to have less materials on the midline. Samples of durahesive moldable convex wafer has been sent. Additional information received indicates that an investigation was conducted by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or healthcare provider is consistent with the conditions that ostomy pts experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. This complaint will be closed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.